Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the mesher was working backwards. The handle would not scratch it properly, and the gears possibly were not meshing. Hospital tried using the mesher during a case that required skin grafting, however the handle will not engage properly, and the skin graft carrier will go backwards. The event occurred during surgery. This piece of equipment is not used very often, and it is believed this was the first time we¿ve used it after it came back from its previous repair. No harm, no delay, no additional graft required. The procedure was delayed significantly(approximately 45-min,) due to the fact that hospital had to find a solution to make the mesher work, as the skin graft area was a large one, and we needed the skin meshed( manually putting slits in the skin was not an option because of the large graft needed). No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair. Product evaluation. Product review of the skin graft mesher sn (B)(6) was not performed since the device has not been returned. Product repair: repair of the device was not performed because the product has not been returned. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed. H3 other text : requested but not returned by hospital.

Event description:
There is no additional information.